Event description:
A site representative, operating room coordinator, reported an unexpected exit that occurred while in a spine procedure. Two successful o-arm spins were taken and transferred to the stealth for a spinal fusion. At the end, they were in navigate (no longer actively navigating) and viewing images when the software displayed "exiting" and shut-down the application. The system was on the exiting screen and unresponsive. A re-boot returned the system to the application page, re-booted into spine and pulled up the images properly. There was no delay in the surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation has not been completed at time of this report.

Manufacturer narrative:
The incorrect catalogue number was given on the original report. Correct number now provided.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.